Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the mid left anterior descending coronary artery. Pre-dilatation was performed with a 2.0 x 20 mini trek and a 3.5 x 26 mm unspecified stent was implanted. During preparation of the 3.75 x 8 mm trek balloon catheter for post dilatation, there was some problems with removing the protective mandrel from the balloon. The 3.75 x 8 mm trek balloon catheter was advanced to the target lesion; however, the balloon did not inflate. The balloon catheter was removed from the patient anatomy. Outside the body, the balloon was able to inflate at 18 atmosphere (atm), but deflation was not possible. Another device was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.